Manufacturer narrative:
On follow-up with the biomed and with the service technicians, the biomed stated that the drpt (log) showed an oxygen valve stuck closed, e/c 4011 which probably caused the device to shut down.

Event description:
The customer stated that the unit failed due to power issues and shut down. The unit was being used on a patient at the time the reported issue occurred; however, there was no patient harm.